Event description:
The third time the patient used the device to self dilate at home, the tip of the dilator broke off just past the base of the filiform tip (including a small part of the increased diameter section). The patient described that the filiform tip remained inside his body. A cystoscopy was performed and no filiform was found, no false passages were found and nothing other than the original structure was discovered. Although the patient was concerned that the filiform was left behind, no symptoms or adverse effects were reported.

Manufacturer narrative:
The device was not returned for evaluation, however, the patient had used the dilator for the third time when the separation occurred. Following the separation of the device, a cystoscopy was performed noting no part of the filiform remained inside the patient. There were no adverse effects reported by the patient. The device is intended for one time use and is to be used by a physician, however, the patient was aware that this product is a single use device. A definite root cause for this incident could not be determined due to the product not being returned.